Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively be determined. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number (B)(6) the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C lists adverse events that may be associated with the use of the heartmate 3 lvas, as well as potential late postimplant complications, including cardiac arrhythmia. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had atrial fibrillation with rapid ventricular response that was not sustained. The patient had no past medical history of atrial fibrillation and it is believed that the arrhythmia was possibly related to the implant procedure. The patient has been treated with 200 milligrams of amiodarone daily since (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.